Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedances greater than 2000 ohms that were consistently high for the past few months. It was noted that there were also observations of noise that was oversensed causing inappropriate atrial tachy response episodes. Plan was to consider further troubleshooting of the lead. The system remains in-service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced. During the procedure, they were able to visualize a fracture in the pocket when the device was removed. The lead was being returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedances greater than 2000 ohms that were consistently high for the past few months. It was noted that there were also observations of noise that was oversensed causing inappropriate atrial tachy response episodes. Plan was to consider further troubleshooting of the lead. The system remains in-service. No adverse patient effects were reported.